Event description:
It was reported there was a broken door on the programmer. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) noisy ECG signal due to a loose ECG (electrocardiogram) connector. Both the power supply and the system fan are noisy. Both latches on the power cord bay door are broken. Two face plate screws are missing. Microphone found out of electrical specification. (B)(4) rf (radio frequency head cable found out of electrical specification. Rubber portion of rf head label is missing.